Event description:
Bard dual lumen port implanted for chemotherapy. Follow-up contrast injection of port demonstrated evidence of a leak at the connection of the catheter with the hub of the port. Per radiologist - inspection of the port at explant revealed a crack in the catheter at the connection to the hub, which was the cause of the malfunction.